Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer experienced nausea and vomiting as well. Troubleshooting was performed, and the insulin pump was programmed correctly. Found ten no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that she would be calling back to finish the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.